Event description:
The customer reported that the unit shut down while in use on patient with data acquisition pcba adc reference failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.